Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3503254bc; serial number (B)(4) on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that this mentor manufacturer's report number 1645337-2022-08276 is a duplicate of mentor manufacturer's report number 1645337-2022-05778. Hence, any additional information will be reported under the manufacturer's report number 1645337-2022-05778. Corresponding fields have been updated on this form. Manufacturer¿s reference number: (B)(4).